Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes phantom programming. When the magnet was removed, the device swithced to voo mode.